Manufacturer narrative:
The pump arrived with signs of normal wear and tear. There was no indication of modification or misuse of the device. The clicking upon decompression was confirmed as reported. The clamshell was opened to get access to the spring subassembly hole. Although the micrometer had to be held at a slight angle, the measurements were consistent (11.12, 11.18, 11.29 and 11.17) and all well below the current specification of 12.4 +/- 0.1 mm. This issue was addressed in late 2015. Reference engineering evaluation report # (B)(4). The correction for the clicking was to widen the spring subassembly hole and rev the drawing to indicate this dimension as critical. Refer to change order (B)(4). This pump was built prior to implementation of the new drawing.

Event description:
This resqpump was identified during the daily check of the device and not during patient care. The resqpump is making a "clicking" noise when compressing and decompressing.